Event description:
Pt was receiving magnesium sulfate via co's infusion pump. The pt's physician ordered the medication stopped. A staff rn stopped the infusion by pushing appropriate button. The staff member then left the room without yet disconnecting the IV from the pt. Approx 20 min later staff entered the room and found that the pump door was opened and tubing was outside the pump still connected to the pt. This created a free flowing IV to the pt. It is estimated that the pt received approx 178 cc of IV lactated ringers with magnesium sulfate). It is unknown who opened the pump and removed the tubing. Appropriate antidotes were given the pt to counteract the magnesium sulfate.